Event description:
It was reported that a physician trained in the use of the perclose at device used a preclosure technique in the left common femoral artery before an interventional procedure. Reportedly, two perclose at devices were to be deployed as an 18f introducer sheath was to be used. The first perclose at device worked successfully. As the second perclose at device was deployed, the sutures failed to connect and were not harvested. It appeared as if a cuff miss had occurred. A third perclose at was used with the same results. A fourth perclose at device was successfully deployed, but during knot advancement, the suture came out of the artery. Hemostasis was achieved was with the first device. There was no reported adverse pt sequela. Though requested add'l info was not provided.

Manufacturer narrative:
(B)(4). The two perclose at (part 12337-04, lot 800216h) indicated are being filed under separate medwatch MFR number. The most probable root cause for the cuff miss is needle deflection during plunger deployment due to interaction with human tissue, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. However, the device was not returned for investigation, therefore, a root cause for the reported experience could not be determined. The needle trajectory of every device is checked twice during mfg. Review of the device history record for this lot did not produce any findings relevant to this report.